Manufacturer narrative:
Additional information - d1.

Manufacturer narrative:
The mobile power unit (mpu) was not returned for evaluation. As a result, the root cause could not be determined based solely on the log file review. Multiple attempts were made to obtain the information from the customer regarding the event/device; however, no information was provided. Mpu stands for mobile power unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured a no external power event on (B)(6) 2019.